Event description:
Information was received indicating that during use of this smiths medical cadd ms3 pump, it was reported that the pump did not proceed to start delivery and did not have delivery program option. No patient injury reported.